Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) coil of the cutter split apart. There was no harm to patient only slight delay while they got another heartstring to continue the case.

Manufacturer narrative:
Trackwise ID: (B)(4). Specific actions for the reported/analyzed failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 07/27/2023. An investigation was conducted on 08/15/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The aortic cutter was observed to be deployed. The case of the aortic cutter was observed to be split at the base of the aortic cutter base. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The lot # 3000323544 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) coil split apart. Got stuck in tube and unraveled. There was no harm to patient only slight delay while they got another heartstring to continue the case.